Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined. The (device history reviews) dhrs for lots 5489842, 4574142 and 5565697 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Plots - the customer identified three possible lot numbers (plots). The possible lot numbers are 5489842 (expiry date 07/1/2026 , MFR date 07/01/2021), 4574142 (expiry date 01/01/2025, MFR date 01/01/2020), 5565697 (expiry date 08/01/2026, MFR date 08/1/2021). Concomitant medical products - bd alaris low sorbing tubing sets (ref (B)(4)) lot numbers (10)21016013; (10)21026346; (10)21036544.

Event description:
The event occurred between 3:30-4:30 pm and involved a chemolock¿ bag spike with additive port, dry spike that the customer reported white plastic shearings/particulate shavings in the drip chamber. The customer reported there were two in the drip chamber of tubing set. The product was in sealed wrapping prior to initial priming and the set in iso class 5 hood. The product was stored in their facility at room temperature (facility range 59 to 77 degrees f), in storage bin, unpacked from manufacturer box. Preparation was as normal with affixing the cl-12 to the bd low sorbing tubing set. During initial priming/set up, no coring had occurred and no issues, so the technician proceeded with preparation and added the medication. Upon final checking/dispensing, no particles were visible. At 13:30-14:30 the nurse reported the issue about 75% into the rituximab administration time, nursing discovered plastic in tubing set during administration, and stopped the infusion on bd alaris pump. The provider ordered remaining dose to be prepared, and they switched the preparation to using a cl-13 affixed to the bd low sorbing tubing set. Additionally, the customer stated the patient is being monitored, blood cultures and other lab work ordered as a precautionary measure. There is patient involvement, however, no adverse event and no critical delay. The delay was for one hour for order, preparation, and the delivery for the remade (intravenous) IV infusion.